Event description:
It was reported that bd luer lock syringe had a broken plunger rod. The following information was provided by the initial reporter: "the plunger broke during collection."

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
No additional information.

Manufacturer narrative:
Investigation results: the lot history was analyzed, quality notifications and maintenance records were checked, and no records potentially related to the occurrence were found. The sample provided was analyzed and it was possible to observe broken rod. The probable cause for the incident is related to failure in the rod assembly station in the assembly machine. As this occurrence would not exceed the acceptable quality limit (aql) for the lot, no additional corrective or preventive action is proposed within the scope of this complaint. The incident identified from this complaint will be monitored for trending.